Event description:
It was reported that the patient with the artificial urinary sphincter (aus) had become incontinent again. Upon revision, fluid loss and air in the pump were identified; therefore, the existing aus was removed and replaced with a new one. No additional patient complications were reported.